Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the device evaluation found that the b30 scope communication error and the no image issues were duplicated (after aeration, the image was restored). Additional findings include the following: the exera ID chip had no data (the data was restored after aeration), the plastic distal end cover insulation failed due to a crack in the glue, the plastic distal end cover had chips, the bending section cover was stretched, the bending section cover adhesive had cracks, the objective lens cement was peeling, switch 1 - 4 were not working (the switches worked after aeration), the bending section had dents / a detached plastic distal end cover / the electrical continuity had no reading / broken strands / the charged coupled device unit shrink tube was cut, the insertion tube had dents / failed ring gauge, the scope connector had a fluid invasion/ a customer label on it / corrosion, and the light guide mount was loose. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the biopsy channel was leaking while the user was handling the device, and water invaded the device. Due to the water invasion, abnormality of electronic parts occurred which led to the malfunction. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: important information ¿ please read before use. ¦warnings and cautions: caution. Turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system. ¦inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿." Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope experienced a b30 scope communication error and displayed no image. The issue was found during preparation for use. There were no reports of patient harm.